Event description:
It was reported that the radio frequency programmer head had difficulty establishing telemetry. Follow-up determined that the programmer head had been changed out in order to isolate the issue. The programmer head was returned for service. Follow-up also indicated that there was no impact to the patient as a result of this event.

Manufacturer narrative:
Evaluation summary: the radio frequency (rf) programmer head was returned and analysis confirmed the customer comment, there was in termittent telemetry. The programmer head cable was replaced and then it passed all functional and systems tests. (B)(4).

Event description:
It was reported that the radio frequency programmer head had difficulty establishing telemetry. Follow-up determined that the programmer head had been changed out in order to isolate the issue. The programmer head was returned for service. Follow-up also indicated that there was no impact to the patient as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2090 programmer. (B)(4).